Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle, the customer was 1) unable to attach the needle to the pen and 2) unable to remove the outer cover. This event occurred 15 times. The following information was provided by the initial reporter: she is not able to attach pen needle to pen prior to injection. She's using a tweezer to remove outer cover and once outer cover is removed, she is able force pen needle onto insulin pen.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 31-may-2022. H6: investigation summary customer returned a total of (10) 4mm, 32 gauge nano pro pen needles from lot 1138232. 2 of these pen needles had been used. Each of the pen needles were attached to a test pen. The pen needle could be tightened into place and removed from their outer covers without issue. No damage observed and the pen needles returned function as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of unable to detach as intended. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle, the customer was 1) unable to attach the needle to the pen and 2) unable to remove the outer cover. This event occurred 15 times. The following information was provided by the initial reporter: she is not able to attach pen needle to pen prior to injection. She's using a tweezer to remove outer cover and once outer cover is removed, she is able force pen needle onto insulin pen.